Event description:
During an atrial fibrillation procedure, a leak was noted at the hemostasis valve. The device was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the sheath tubing and hemostasis hub. The sheath tubing had been stretched and torn at the sheath tubing/hemostasis hub transition area. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing damage and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.